Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a storage space failure. A field service engineer (fse) identified a thermal damage on the retractor band. Fse replaced the retractor band in drawer 4.1, tested the drawer using the hardware testing application, and confirmed that the customer was able to successfully log in and verify proper functionality. The system functioned as field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had failed storage space and required maintenance. The customer attempted to recover storage space, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.